Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed after the drawer was retrieved and made a clicking sound. A field service engineer performed cleaning and rework on latches 2 and 3 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a door failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.